Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited pacing problems and contained an apparent fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The full lead was returned in segments and analyzed. The distal conductor of the lead developed a fracture due to flexing while in vivo. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory indicated the unexpected delivery of a ventricular tachyarrthymia therapy. There were 11 non-sustained (nst) episodes with v-v intervals less than 220 milliseconds on (B)(6) 2015. 4 inappropriate shocks delivered on (B)(6) 2015 due to non-physiologic oversensing. Rv pace impedance steady at 370 ohms through (B)(6) 2015, rises out of range starting (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.